Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the evis lucera elite gastrointestinal videoscope exhibited that a foreign object came out of the nozzle and the plastic distal end cover had a burn. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: d8, e1, h3. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes; however, it was unclear if there was a deviation from instructions for use (IFU) in reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the foreign material investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. Based on the investigation of the distal end, it was likely possible that a high-energy endo therapy accessory was used without ensuring a sufficient distance from the distal end. The following is included in the device IFU (foreign material): the instruction manual operation manual¿ gif/cf/pcf-290 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual¿ gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. The following is included in the device IFU (distal end): operation manual for gif/cf/pcf-290 series chapter 3 preparation and inspection 3.3 inspection of the endoscope operation manual for gif/cf/pcf-290 series chapter 4.3 using endo therapy accessories." Olympus will continue to monitor field performance for this device.